Event description:
A hemodialysis user facility has reported an event with the use of these lines. It has been learned that a separation occurred at the twister device when the dial was manually placed back into the position for dialysis. Reportedly, the line separated from the plastic dial. It has been learned that for this event, the staff was present at the time of the event. The staff stopped the treatment and they were able to return most of the blood. The dialysis was then restarted with use of new lines. The blood loss reported for this event was minimal. The patient was able to complete prescribed treatment without further incident. There was no sample saved for this event.